Event description:
It was reported that the patient received an inappropriate shock due to undersensing of low r-waves and oversensing of t-waves. Review found that the xiphoidal electrode was way to the right. The field representative performed an additional screening and the patient did not pass. Boston scientific technical services (ts) was consulted and noted low r-wave amplitudes. Ts suggested a transvenous device may be a better option for this patient. Subsequently a revision procedure was performed where the s-ICD and electrode were explanted and replaced with another manufacturer's transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient received an inappropriate shock due to undersensing of low r-waves and oversensing of t-waves. Review found that the xiphoidal electrode was way to the right. The field representative performed an additional screening and the patient did not pass. Boston scientific technical services (ts) was consulted and noted low r-wave amplitudes. Ts suggested a transvenous device may be a better option for this patient. Subsequently a revision procedure was performed where the s-ICD and electrode were explanted and replaced with another manufacturer's transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.